Event description:
The customer reports that there is a small hole in the catheter approximately 1mm below the two lumen connection.

Event description:
The customer reports that there is a small hole in the catheter approximately 1mm below the two lumen connection.